Manufacturer narrative:
Section d6a: date of implant corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was communicated that the hospital was contacted but will not provide any further information related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including renal failure, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had renal dysfunction. The dysfunction was reported to be probably device related. The patient's maximum creatinine was 4.40 mg/dl. The patient was admitted to the hospital from (B)(6) 2023 and received dialysis for 8 weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.